Event description:
It was reported that the devices had a smoking/burning smell. The customer reported there was no patient involvement. Although requested, additional information was not provided.

Manufacturer narrative:
The report of a device having a smoke/burning smell was confirmed. Physical inspection of the device noted the female (left) iui connector was found to be in good condition with no issues observed. However, melted plastic due to thermal damage was observed in the female iui cavity of the rear case and at pin #2 (+8 volts) of the logic board. The male (right) iui connector was found to be in fair condition; its gold plated contacts were dull with dried residue found on the connector body. The error and event logs of the pump module could not be retrieved as the device failed to power up while connected to either the left or right iui connectors of a lab pcu. Functional testing included connecting pump module sn (B)(4) to the left and right iui connectors of the lab pcu, but the device did not power on. Additional testing was performed after internal inspection by replacing the existing logic board from the pump module with a known good logic board from a lab pump module. The pump module was able to power up with the replacement logic board when connected to the left or right iui of the lab pcu. The probable cause of the device having a smoke/burning smell was a thermal event caused by fluid ingress, resulting in a short circuit. The root cause was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the devices had a smoking / burning smell. The customer reported there was no patient involvement.